Manufacturer narrative:
Explanted components has not been returned to manufacturer for identification and analysis. Review of production record cannot be performed as lot number of the explanted component in unknown. The manufacturer will submit a final report as soon as the investigation is completed.

Event description:
Revision surgery occurred on (B)(6) 2026, due to shoulder dislocation. Date of previous surgery is unknown as well as complete information of explanted components. During the revision pre-existing smr reverse liner std dia 40 mm (pn 1365.54.810) has been removed and replaced with a new one, and an extension for humeral reverse body (pn 1352.15.001) has been implanted. Surgery has been completed as intended. Patient is male, date of birth (B)(6) 1967. Event occurred in the united states.